Event description:
My report number is mw5170929-dr. I would like to add some additional information. For instance, I need to clarify that the letter sent by jnj saying I should talk to my doctor about this issue sounds crazy. I've asked my surgeon what he felt the reason behind the button breaking and the component being loose and rocking. He said one of the pegs was unscrewed causing it to pull away from the bone. The CT scan showed: chronic loosened superior patellar button. Loose cephalad medial patellar button. Chronic but slowly progressive process seen through multiple exams beginning (B)(6) 2016 after (B)(6) 2016 arthroplasty. No fracture. Since the revision. I am still healing very slowly. My right knee and foot has been carrying the bill of the job and is so painful. My right foot and right knee diagnosed as severe and needs surgical intervention. So, I am preparing for that. I really think it sucks to go through pain and suffering for 7 years from day one. I am listing the devices that were explanted below in additional comments. Model# 151820035, lot# 8214794 component patellar medialize dome 35mm cement attune, implanted (B)(6) 2016, explanted (B)(6) 2025, johnson and johnson. Model # 151640305, lot# 623552, mmis tib knee attune 35mm aox posterior stabilize insert; implanted (B)(6) 2016, explanted (B)(6) 2023, johnson and johnson. Ref reports: mw5170929, mw5170929-1.